Event description:
Initial report dated 09-oct-2006: this spontaneous case was reported by a consumer who received numerous injections of poly-l-lactic acid (sculptra) under both eyes in 2006 to "fill in around lower eyelids" for cosmetic purposes. The physician, a plastic surgeon, used a "long needle" and told her during the injections that he hit a blood vessel. She experienced bruising and swelling after the injections. The bruising is still ongoing. Also soon after the injections, the consumer experienced pain, discomfort, itching and burning at the injection sites around her eyes. One week later, after the swelling had gone down, she noticed a nodule under her right eye, which is approximately 1 cm below her lashline, midline to the pupil, and approximately 0.5 to 0.75 inches in size. Also around this time, she developed visual disturbances described as lack of focus/blurred vision, pressure, eye strain and pain in her right eye. She saw the physician on that day and he recommended waiting and observing. Seventeen days later, she returned to the physician and the nodule was injected with saline. One week later, she returned again and the nodule was injected with saline and cortisone. The nodule is still present. She asked her plastic surgeon about the visual symptoms and he stated that the product was placing pressure on her optic nerve. An MRI was not performed. The consumer has not consulted an ophthalmologist or optometrist. She has only consulted her plastic surgeon as she thought the problem was due to sculptra. She has a history of requiring eyeglasses for driving for near-sightedness, but had experienced no changes in her vision prior to the sculptra injections. Her last eye exam was one year ago. The consumer is otherwise healthy and takes no medications. Permission to contact the physician was denied until she contacts the physician. Additional information has been requested. This case has not been substantiated by a health professional. Additional information was received from the consumer on 18-oct-2006. The consumer stated she was seen by an ophthalmologist and was told that the sculptra nodule was causing compression on her orbital nerve (not the optic nerve as previously reported). The ophthalmologist referred the consumer back to her plastic surgeon to have the mass, which he thought may be an encapsulated nodule, aspirated. The consumer has an appointment to see the plastic surgeon in 5 days. Permission was granted to contact the ophthalmologist. Additional information has been requested.

Manufacturer narrative:
Initial report 09-oct-2006: this spontaneous case was reported by a consumer who received numerous injections of poly-l-lactic acid (sculptra) under both eyes one month earlier to "fill in around lower eyelids" for cosmetic purposes. The physician, a plastic surgeon, used a "long needle" and told her during the injections that he hit a blood vessel. She experienced bruising and swelling after the injections. Bruising is still ongoing. Soon after the injections, she experienced pain, discomfort, itching and burning at the injection sites around her eyes. One week later, after the swelling had gone down, she noticed a nodule under her right eye, which is approximatley 1 cm below her lashline, midline to the pupil, and approximately 0.5 to 0.75 inches in size. Around this time, she developed visual disturbances described as lack of focus/blurred vision, pressure, eye strain and pain in her right eye. She saw the physician on that day and he recommended waiting and observing. Seventeen days later, she returned to the physican and the nodule was injected with saline. One week later, the nodule was injected with saline and cortisone. The nodule is still present. She asked her plastic surgeon about the visual symptoms and he stated that the product was placing pressure on her optic nerve. An MRI was not performed. She has only consulted her plastic surgeon as she thought the problem was due to sculptra. She has experienced no changes in her vision prior to sculptra injections. Her last eye exam was one year ago. Additional information was received from the consumer on 18-oct-2006. The consumer stated she was seen by an ophthalmologist and was told that the sculptra nodule was causing compression on her orbital nerve (not the optic nerve as previously reported). The ophthalmologist referred the consumer back to her plastic surgeon to have the mass, which he thought may be an encapsulated nodule, aspirated.